Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was empty at the first firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Feeder shoe. Eval summary: the analysis results for the el5ml device found that the device was returned non-functional. The device was cycled and fed 1 conforming clip and stopped feeding. The device was disassembled and the indicator was found broken. In addition the feeder shoe tang was bent, causing the feeding issue. While no conclusion could be reached as to how this damage had occured. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.